Event description:
It was reported that the patient experienced fluid leak in a connection of an inflatable penile prosthesis (ipp). A revision surgery was performed in which the device was reconnected, there were no components explanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.